Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "there was a leak in the tissue expander seal.

Event description:
Healthcare professional reported via sales representative an unknown side "there was a leak in the tissue expander seal." Device has been explanted. It is not known if surgery was completed with a tissue expander or a permanent device.